Event description:
The manufacturer received information regarding a ds2adv auto CPAP. There was no report of patient harm or injury. The device was returned to a third-party service center. The technician confirmed secondary findings like internal damage in pcba, after update the unit following turn off, pcba is burned and unit turn off and error 400 is showed in touch screen. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.